Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the charger was resetting. Upon evaluation, the charger exhibited a flash memory failure at flash memory components u102 and u105 on the c/a board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report tht a patient's charger was not communicating with the monitor.